Event description:
It was reported via medwatch report that a patient allegedly got out of bed and struck their head after the bed alarm was allegedly set by nursing staff but did not alarm. Further evaluation determined that the bed exit system was fully functional and met specifications.